Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor had an issue when he was trying to deploy the angio-seal device after a successful percutaneous coronary intervention (pci). He located the artery, set the anchor and then noticed that the devices would not separate to expose the tamper tube and suture. The doctor stated that he did hear a click and he was confident that the anchor was set, and the collagen was down completely but the suture and tamping tube were not releasing. He was able to deconstruct the angio-seal device to expose the suture, which was cut, and he confirmed a successful deployment. Access was via the right common femoral artery using a 6fr 10cm pinnacle sheath. The patient was stable, and the blood loss was less than 250cc. The procedure outcome was successful, and no further intervention was needed. There were no other devices or equipment used with the reported product. Additional information was received on 12apr2021. An angiogram of the groin was performed prior to the procedure. Access was obtained via ultrasound guidance.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned partially mated with the hemostasis sheath. The tamper tube was not returned for evaluation. Header bag was returned, and no other components were returned. Visual inspection revealed that the hemostasis sheath hub was separated from the carrier tube assembly on one side. The deployment sleeve of the carrier tube was in the rear lock position with color bands fully exposed. No damages or deformations observed on the components. The suture appeared to be cut with a sharp object. No deformation on the locks of the device sleeve as well. For further evaluation, the hub cap of the carrier tube hub was separated to inspect the suture spool within. All of the suture was released and no anomalies with the hub. No dimensional analysis was performed since the tamper tube was not returned for evaluation. Based on the returned device, the complaint could be confirmed for deployment difficulty. The definitive cause of the reported event could not be determined based on the returned device. Since the suture was able to be unwound without any hindrance, it is possible that a temporary foreign obstruction could be the cause for tamper tube not releasing. Since the tamper tube was not returned for evaluation, the exact root cause cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.